Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, chose to reset pump, and following reset was able to interact with pump screen and pump functioned as intended; no additional corrective actions were noted.